Manufacturer narrative:
Section d5: operator of device corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the motor speed dropping to zero revolutions per minute (rpm) was confirmed via analysis of the log file; however, the reported event could not be reproduced during testing of the returned centrimag console (serial number: (B)(6). A log file was downloaded from the returned centrimag console, and data from the reported event date of 05sep2024 was reviewed. The log file captured a system shutdown event at 09:57:26. Prior to the system shutting down, the motor was operating at speed of 3500 rpm without any issues. The system was then powered on again at 10:05:48, and upon powering the system on the motor speed was observed to be at 0 rpm. The system was observed to have been manually shutdown on (B)(6) 2024 at 10:10:46 and removed from patient use. The returned centrimag console was evaluated by service depot alongside known working test centrimag equipment and connected to a mock circulatory loop for several days without any issues or atypical alarms produced. A full functional checkout was performed, and the returned console passed all steps of testing without any issues. The serviced and tested console was returned to the customer site after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual, section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual, section 9 ¿ ¿maintenance¿ instructs users to perform battery maintenance on centrimag console¿s internal battery every six months. Users are also instructed to replace the console¿s internal battery every two years. The document also explains that the user may not replace the internal battery without proper training by abbott medical or its distributor. Users are instructed to call abbott medical customer service if the internal battery requires replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: no patient involved. D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the centrimag console rpm dropped to zero unexpectedly. It was unknown whether the issue was motor or console related.